Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional information received for the outcome of this event: broken part remains in root canal and could not be retrieved. The broken part was incorporated into the filling and no further treatment necessary. Summary: three reciproc blue files r25 8/100 25mm were received (one file in loose + two unused files). File in loose is actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch #1790370). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).